Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause is unable to be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio results: results as follows: inratio: 1.2. Lab: 2.6. Approximately 30 minutes between tests. Therapeutic range: unk. Pt self tester reports touching the finger to the sample well due to shaking.